Event description:
It was reported that the device had a travel course error. There was no report of patient involvement.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional test were performed, which found worn out clutch parts to be the cause of the issue. The left and right clutch, worm gear, worm coupling, and motor were replaced to fix the issue.